Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited dislodgement with high thresholds. The lv lead was not implanted and replaced. No further patient complications have been reported as a result of this event.